Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) reported fatigue and pain at the incision site. The patient was admitted to the hospital and a x-ray was taken. No additional adverse patient effects were reported. Currently, this device remains in service.